Event description:
It was reported that a rubber door was missing, causing issues with plugging in the usb charging cable as the port no longer matched the cable size, requiring careful positioning. There was no reported impact to the customer¿s blood glucose level. The customer declined technical support follow-up or troubleshooting, and no additional information about the outcome was provided as they were currently out of warranty and in the process of renewal.